Manufacturer narrative:
The site indicated that the incident unit will be returning to the MFR for eval when add'l info pertinent to the incident presents itself, a f/u report will be submitted. (B)(4).

Event description:
Customer reported bravo capsule failed to attach. There was no harm to the pt or user.

Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system was returned to medtronic for evaluation. The capsule was not returned. The delivery system was investigated visually for external damage. There were no signs of blood or tissue on the device. The delivery system was not bent and the plunger was not broken. The emergency release on the delivery system was not implemented. The wire that holds the capsule was completely off and the foam gasket was in good condition. The delivery system did not have any visible damage. As the product was received, the device functioned per specification.

Event description:
A repeat procedure was necessary due to the alleged device malfunction. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The device operator has been performing this procedure for five years. Lubricant was used to facilitate capsule placement and the reporter confirmed that no lubricant went into the capsule chamber. No known adverse events were reported.